Event description:
Information was received from a consumer receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported the communication gets stuck at 90% and takes 20 min to connect to the pump to get a bolus since they got the new handset. The patient stated he is getting code 156 (application restarting due to system error) and 338 (connection interrupted) every day. The agent asked the patient to connect with the handset. The patient gets 3 boluses a day. The agent the patient with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue. The agent also reviewed to close out apps after using the handset and patient said he does that. 2025-02-13 (B)(6), update (con): document contained no new information regarding the event. 2025-mar-12, (B)(6) (con): additional information was received from the patient. It was reported that the handset ran real slow and got stuck at 90% since implant. Patient stated they gets 3 boluses a day and they tend to be missing the 3rd one. The manufacturer's patient services specialist (pss) assisted patient with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was running very slow and getting stuck around the 90% mark for 7-10 minutes when trying to connect to the pump. The patient needed help ¿dumping¿ the data again. The agent reviewed information and assisted the patient with clearing data from the handset. The patient pressed ¿myptm¿ application then made a comment that they 'usually resync it' and it starts going right away. The patient connected to the pump without issue. The patient will monitor issue and call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.